Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the report of a driveline fault alarm was confirmed through the analysis of submitted data log files. The first log file contained approximately 15 days of data (dated (B)(6) 2019 ¿ (B)(6) 2019, according to the timestamp). This log file was consistent with being retrieved from the primary system controller used during the reported event. At approximately 9:27pm on (B)(6) 2019 the log file captured an active driveline fault alarm and a corresponding yellow wrench advisory alarm. This fault status was related to phase 3, whose values were captured as lower than the remaining two phases. This alarm did not affect the controller¿s ability to support the pump at the set speed but remained active until the end of the log file. Throughout the log file the controller supported the pump at the set speed, as designed. Two additional log files captured events spanning approximately 25 days of data (dated (B)(6) 2019 ¿ (B)(6) 2019, according to the timestamp). The events captured in these log files were consistent with a backup controller that was used to replace the primary controller. The log files captured the initialization of the system controller at approximately 7:28pm on (B)(6) 2019 and an lvad was connected soon after. Once the lvad was connected, the controller supported the pump at the set speed without any atypical alarms or events being captured. The phase values in both of these log files were unremarkable. The system controller used during the reported event was not returned for analysis. Multiple attempts for product return were unsuccessful. As a result, the root cause of the reported event could not be conclusively determined. Although the root cause of the reported event could not be conclusively determined, similar reports of driveline fault alarms have been documented and corrective action (CAPA) was initiated to address the issue. The system controller used during the reported events was manufactured prior to the implementation of the CAPA. Per reported information, the system controller was exchanged and the alarms resolved. No further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing drive line fault(dlf) alarms on (B)(6) 2019 and (B)(6) 2019. The patients controller was exchanged and the log file confirmed the dlf event has not returned. This indicates the dlf alarm was caused by an issue with the controller & not the drive line. There were no other unusual events recorded in the log file. The mcs equipment is operating as intended. No further information provided.